Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: d9, g2, g3, g6, h2, h3, h6, h10. The sample was returned for evaluation. The vyaire medical failure analysis technician was able to duplicate the reported issue. Cause was identified as failed transducer pt802. This is a known issue which can be referenced with CAPA ca-2017-0206 and (B)(4).

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "xdcr fault", "high rate", and "low ve" alarms. The event log also recorded "xdcr fault occurred (2, 0, 36)". A transducer test was performed and "exhl diff: 36 failed". The patient was moved to a different ventilator. The customer advised there was no patient harm associated with this event.